Event description:
It was reported that the patient presented to the emergency department after a fall related to generalized weakness. This was his third fall in the past month. He stated his legs gave out from under him and he struck his head against the cement and briefly lost consciousness. Computed tomography and a chest x-ray was performed and did not show any acute bleeding, fractures, or other abnormalities. The patient noted black stools for the past ten days and stool guaiac test was positive. Hemoglobin was 3.7 grams per deciliter. Patient was given blood products, vitamin k, and protonix and was transferred to the hospital. During hospitalization, anticoagulation and antiplatelets were held and subject was treated with intravenous proton pump inhibitor, vitamin k, and blood products. Esophagogastroduodenoscopy on (B)(6) 2019 revealed a single bleeding angiectasia in the duodenum and three clips were placed. The patient was unable to tolerate resumption of anticoagulation and oozing bleeding continued over the duration of the hospitalization requiring a total of 11 units of packed red blood cells. At discharge, plan was made for anticoagulation / antiplatelets to be held for a target of two weeks and treatment was started with octreotide which will likely require indefinite therapy. Patient was also treated with intravenous iron, transitioned to oral at discharge.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the subject presented to the emergency department on (B)(6) 2019 with at least one week history of melena. He had a significant fall that day in the setting of dizziness, hitting his face on the ground. Lacerations were fixed in the emergency room. Hemoglobin was 3.7 grams per deciliter and international normalized ratio was elevated above 5. Head computed tomography was negative for intracranial bleeding. Subject was administered vitamin k, packed red blood cells, and fresh frozen plasma. Esophagogastroduodenoscopy was performed on (B)(6) 109 and duodenal arteriovenous malformations identified (clips x3).